Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The targeted lesion located in the right upper lobe and was 2.5 cm in size touching the pleura. The procedure was completed with no complications and/or delays. The patient was asymptomatic of a pneumothorax, but a post-procedure chest x-ray revealed a 4 cm pneumothorax. The physician believed an accidental needle strike to the fissure, as nodule was touching the minor fissure, caused the pneumothorax. A 12 french pigtail catheter was immediately placed, and the patient was observed overnight for less than 24 hours then discharged home in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The final diagnosis was granulomatous inflammation.